Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ insulin pen needle broke off into the penis during use. The client states he thinks the needle may have been broken prior to use. The needle was surgically removed. No other actions taken.

Manufacturer narrative:
Investigation results: one fragment of cannula was returned from lot. No. 6173511, cat. No. (B)(4). As no hub, cover or shield were returned no further investigation can be carried out. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no hub, cover or shield were returned for investigation it cannot be determined if this was manufacturing related. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.